Event description:
Pt was diagnosed with breast ca 7/93; underwent surgery for such with implant placed on the right side. Has been on oral antibiotics for several days with no improvement in the cellulitis; now admitted to health center for IV antibiotics in an attempt to try to heal the cellulitis without necessitating removal of the prosthesis. Device labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Invalid data - whether device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: other. The device was not destroyed/disposed of.